Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient had problems charging the implant since implanted. Pt was implanted on (B)(6) 2024. It was not charging and was not connecting good. The recharger clicked and ticked. If patient straightened out the cord it worked. Whenever patient charged, it made patient feel sick to their stomach and it felt hot inside of patient. The recharger itself felt hot as well: the cable heats up but not as hot as the paddle. Pt said they were charging over the bare skin. Suggested to charge over a t-shirt and suggested pt could try changing the recharging speed. Patient texted the representative on thursday last week and the representative told patient to call and get a new charger. Troubleshooting could not be performed as pt did not have the recharger with. Pt will be calling back with recharger serial number. Patient was not registered in the system. Walked pt into 'about' section the controller to pull up the sn of the implant. Transferred to prs. When reviewing that the device was not registered, pt made a comment that it was screwed up but 'that's another story'.